Event description:
It was reported that the procedure was cancelled. An angiojet console was used for a thrombectomy procedure. During preparation for the procedure, the console could not prime the catheter due to drawer assembly problem. The procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Date of event: used (B)(6) 2022 as there were no information provided.

Manufacturer narrative:
B3 date of event: used 01sep2022 as there were no information provided. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. Boston scientific received confirmation from FDA that this report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the procedure was cancelled. An angiojet console was used for a thrombectomy procedure. During preparation for the procedure, the console could not prime the catheter due to drawer assembly problem. The procedure was cancelled. There were no patient complications reported. It was further reported that the procedure being performed was for an arteriovenous declot. The console drawer would not open. The procedure was able to be completed with percutaneous transluminal angioplasty (pta).